Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed share log review showed a loss of connection in the log. .performed pairing test with nordic bluetooth device and:passed. Tested on global transmitter final functional tester: passed. The patient's complaint was confirmed because there were loss of connection gaps present on the log. The reported event of loss of connection was confirmed. The root cause cannot be determined.